Event description:
Attorney alleges that her client sustained injuries resulting from the defective defibrillator and/or leads. Device's status is unknown. No further patient complications were reported as a result of this event. An additional report alleges the patient "suffered physical and other injury" due to the "defective" lead. It also alleges the patient "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish". It has been determined the lead is still in use.